Event description:
A customer in the united states reported an rt12 rotor breakage in their statspin ssvt-1 centrifuge during centrifugation occured some time in 2013. The customer indicated that all pieces were not contained and the centrifuge did not turn off when lid was opened. No personnel were injured but (veterinary) pt samples were lost. The customer was wearing lab coat, gloves, and eye protection during clean up. The customer indicated they have not used the centrifuge since this event.

Manufacturer narrative:
The customer did not return the centrifuge. No further investigation may be carried out. (B)(4).